Event description:
The customer reported that the central nurse's station (cns) was displaying a "registration error" message which was preventing them from navigating the software.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying a "registration error" message which was preventing them from navigating the software. No patient harm or injury was reported. Investigation summary: the customer reported an issue where they were unable to use the cns software after rebooting the device. Customer reported getting "registration error" message. This error is dissimilar to an error occurring when attempting to register a bed during admit, discharge, or transfer (adt). This error refers to verification of licensing credentials upon booting up the device. The customer attempted to resolve an issue with the kvm (keyboard/video/mouse) device by rebooting this cns. The customer later confirmed the issue was related to a "black box cat5 kvm extender." It is unknown how the kvm extender had caused the registration error. However, it did not cause a malfunction of the cns. Service history for this cns shows this is an isolated incident.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying a "registration error" which is preventing them from navigating the software. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is displaying a "registration error" which is preventing them from navigating the software.